Event description:
A customer reported an unresponsive touchscreen, there was no adverse impact to the customer¿s blood glucose level. The customer, who is currently out of warranty, is in the process of obtaining a new device and declined further follow-up with support. No additional information was received regarding the outcome of the event.